Event description:
Reportedly, patient feeling unwell during a trip in an area distant from his home, the patient implanted with the subject pacemaker visited a nearby hospital. An urgent pacemaker check was thus performed and ventricular pacing failure was observed along with abnormalities in the atrial and ventricular lead impedance values. The ventricular lead was replaced. The subject pacemaker was also replaced and will be returned for analysis.

Event description:
Reportedly, patient feeling unwell during a trip in an area distant from his home, the patient implanted with the subject pacemaker visited a nearby hospital. An urgent pacemaker check was thus performed and ventricular pacing failure was observed along with abnormalities in the atrial and ventricular lead impedance values. The ventricular lead was replaced. The subject pacemaker was also replaced and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, patient feeling unwell during a trip in an area distant from his home, the patient implanted with the subject pacemaker visited a nearby hospital. An urgent pacemaker check was thus performed and ventricular pacing failure was observed along with abnormalities in the atrial and ventricular lead impedance values. The ventricular lead was replaced. The subject pacemaker was also replaced and will be returned for analysis.